Manufacturer narrative:
Investigation conclusion: tested returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A quidel representative visited the site to review test protocol and did not find any abnormalities. Root cause: could not duplicate with returns. Source: phone and email.

Event description:
1 discordant sars result when compared to pcr testing for 1 symptomatic patient. The patient tested positive with sofia sars followed by a negative result with molecular (pcr testing). The second sample was collected after 48 hours of the antigen test to be sent for pcr testing. The physician reported the positive result matched the clinical presentation of the patient and patient history.